Event description:
Clinical study. Same case as 6000093-2007-00763. It was reported that 620 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 40% stenosed, 18mm long portion of the proximal circumflex. The physician treated the lesion with direct placement of a 3.0 x 20mm taxus express 2 study stent. Residual stenosis was 20% (10% following post-dilation). Target lesion 2 was a 2.5mm, 99% stenosed, 10mm long portion of the 1st obtuse marginal. The physician treated the lesion with angioplasty, then placement of a 2.5x12mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on plavix and aspirin. At 620 days after the initial procedure, a tvr was noted to have occurred. The physician then placed a non bsc stent in the distal circumflex. The physician noted that there was restenosis of the taxus stent. There is no information regarding the relationship of the taxus stent to the tvr.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.